Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via call that the reservoir ring was loosened. Customer¿s blood glucose level was unknown at the time of incident. Customer states that insulin pump was not working correctly. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Insulin pump passed the displacement. Insulin pump received with broken reservoir tube lip and missing reservoir tube o-ring.